Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012 , the patient presented with pre-op diagnosis of: congenital lumbar stenosis; spondylosis; lumbar radiculopathy; low back pain and neurogenic claudication. The patient underwent following procedure: l3-4 , l4-5 , l5-s1 retroperitoneal exposure of the lumbar spine; l3-s1 radical anterior discectomy with anterior epidural decompression and foraminotomies; l3-s1 anterior lumbar interbody fusion with interbody reconstruction; l3-s1 anterior instrumentation; allograft and bmp for spinal fusion; l3-s1 posterior spinal fusion with segmental instrumentation; posterior implants were illico pedicle screws. Per op-notes, ¿¿ the appropriate sized trial was chosen and packed with allograft bone and bmp sponges. It was gently tamped into position and screw and plate fixation was completed across the anterior interbody space using screws and plate fixation...¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.